Event description:
It was reported via phone call, that the customer received a motor error alarm as well as excessive no delivery alarms. Customer's blood glucose level at the time 285 mg/dl. It was also reported that the customer had blood glucose levels of 35mg/dl. Customer treated with juice. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, basic occlusion, and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery test due to the prime anomaly. The motor was tested outside the device and it passed. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked battery tube threads, and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.